Event description:
It was reported that during procedure the coil ( subject device) prematurely detached within the catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to the reported 'main coil prematurely detached/separated during use'.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR) h3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during procedure the coil ( subject device) prematurely detached within the catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.